Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to flattened dome switch on select and down arrow button. The keypad connector was inspected and fully locked on lcd board. Device received with peeling or missing keypad overlay noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that keypad was not working while try to do bolus. The customer's blood glucose value was unknown at the time of incident. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer stated that the minutes change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.